Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the ventricular malposition of the valve during deployment cannot be confirmed. However, it was reported that possible overcompensation with the delivery system for slight aortic rise of the valve during deployment is the likely cause of malposition. The too ventricular position of the valve with native leaflet overhang resulted in the reported ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
During a transaortic tavr procedure, after implantation of the valve, it was noted that the valve had shifted ventricular, resulting in native leaflet overhang and moderate to severe ai. The decision was made to place a second valve one half cell higher in the annulus. The perceived cause of the valve shifting ventricular was possible overcompensation with the delivery system for slight aortic rise of the valve during deployment. The native valve annular diameter measured 18.7mm x 23.1mm by CT, and was moderately calcified. Initially the first valve was positioned 50/50. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment ventilation was held and pacing capture was not lost. During deployment the sapien valve was seen to move ventricular, with a final position of 70/30 ventricular. A second valve was deployed and the patient was in stable condition post procedure.